Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole, or applying excessive force to the screw during implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Customer will not release the device.

Event description:
It was reported that the surgeon was securing the tendon in the bone tunnel using a 3x8mm tenodesis screw when the metal tip of the driver snapped-off when removing the blue handle. The metal piece was lodged in the screw in the bone tunnel. Surgeon stated that he was not worried about patient's outcome. No additional treatment required. Case: sll (scapho-lunate ligament repair).